Event description:
Dealer states that the camber tube assembly snapped on the end users chair while in the chair. He was in chair going down his hallway when the camber tube snapped and he fell out of chair injuring his right inside elblow. He went to the ER on friday, (B)(6) 2025. Injury reported on (B)(6) 2025.